Event description:
It was reported that the ilet touchscreen became unresponsive with a hairline crack, consistent with a device fracture involving the touchscreen; the user reported the device was kept in a pants pocket, and troubleshooting steps were attempted without restoring function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.